Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation. Technical services advised the patient should be seen so that the patient data could be reset, but that critical therapy remained available. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.

Event description:
It was reported that the field representative requested a review of device data to confirm if this subcutaneous implantable cardioverter defibrillator (s-ICD) is depleting prematurely, as the patient was reported to be in the holding room waiting for a generator change, due to alleged premature battery depletion (pbd). A review of device data was performed, the power consumption was normal, however, a patient data anomaly code was noted. Ts confirmed no therapy related diagnostics appeared affected. The generator change was not performed. Ts provided guidance on how to proceed to address patient data. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self correct to maintain primary operation. Technical services advised the patient should be seen so that the patient data could be reset, but that critical therapy remained available.

Event description:
It was reported that the field representative requested a review of device data to confirm if this subcutaneous implantable cardioverter defibrillator (s-ICD) is depleting prematurely, as the patient was reported to be in the holding room waiting for a generator change, due to alleged premature battery depletion (pbd). A review of device data was performed, the power consumption was normal, however, a patient data anomaly code was noted. Ts confirmed no therapy related diagnostics appeared affected. The generator change was not performed. Ts provided guidance on how to proceed to address patient data. This s-ICD remains in service. No adverse patient effects were reported.